Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution. It was reported that a secondary tubing set was connected to the upper clave y-site of the primary tubing set for piggyback delivery of an unspecified antibiotic and the primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, it was reported that the primary tubing set did not flow. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).